Event description:
It was reported that the customer experienced a low bg; displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. Suspected cause was due to the customer¿s settings requiring adjustments. Patient to speak with hcp about pump settings.